Event description:
It was reported that two days after a treatment procedure to place a greenfield filter, the pt was readmitted to the hospital due to bleeding. A CT was done and it revealed bleeding around the area of the filter placement. An arteriogram and venogram were also done and the cause of the bleed could not be determined. The pt was transfused with four units packed red blood cells and given low dose lovenox, and the bleeding resolved on its own. The pt's current status is reported as 'fine'.